Event description:
It was reported that during preparation for a nasal turbinate procedure, the surgical staff attempted to use a coblator ii surgery system and a reflex ultra 45 plasma wand. The wand was connected to the controller and the settings for ablate appeared as "0". Upon testing, the wand there was no functionality from either the ablate or coagulation mode. As a result of incident, a minor delay was caused as the physician reverted to an open technique and was required to create a nasal passage and place stitches. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. Reference mfrs report (s): 9019871-2012-00466.